Event description:
The customer reported that on (B)(6) at 6:30 pm, her blood glucose was 113 mg/dl and her dinner contained about 20 grams of carbohydrate; she took a 6 unit meal bolus. At 9:26 pm her bg was 227 mg/dl which she corrected with a 3 unit bolus. The next morning her bg read "high" (>500 mg/dl) at 8:56 am and again at 10:08 am. Correction boluses of 6 units each were given at both of those times. She deactivated the pod at 10:13 and the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."